Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: migration/infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast reconstruction with unknown mentor saline prostheses experienced bilateral device migration and infection post procedure. Her right implant was going down towards her stomach, and the left was going towards the armpit. They were removed urgently on (B)(6) 2016 because the physician feared a blood clot was present, however, upon explant only infection underneath the breast was found. The patient also reported dizziness, hair loss, arthritic pain throughout the body, and feeling sick with the reduced ability to function. The root cause of the patient¿s symptoms is unclear. Mentor is conservatively reporting this event, as the patient was unsure of whether these symptoms were caused by her implants or cancer. When the devices were explanted, they were replaced with 440 cc mentor memory shape breast implants. The replacement implants were reported under 1645337-2019-24157 and 1645337-2019-24158 for separate issues. See 1645337-2019-24152 for contralateral prosthesis report.